Event description:
A healthcare professional reported that during an angioplasty procedure, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 10007048) was impeded in proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31667098) and could not advance any more. The doctor retracted the stent and then removed the microcatheter (mc) from the patient. Then the doctor switched to a new stent and a new microcatheter to complete the procedure. The surgeon had an extra set of hands to support while flushing aligning the enterprise system. A twist-type push plunge rotating hemostatic valve (rhv) was used. Force was needed to remove the delivery wire once impeded; the stent was still attached to the delivery wire. An enterprise stent of the same product code was used to complete the procedure. Additional event information received on 16-mar-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file. In said photo, an enterprise system can be seen inside a yellow plastic bag. No appearance of damages are noted. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding an impeded stent cannot be evaluated through a photo as a functional test is required. As this investigation was performed based only on the photo provided, an assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required at the moment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.